Event description:
It was reported that the patient had a kink in their outflow graft. This was found on a computed tomography (CT) scan on 14oct2024. Additional information reported the only patient symptoms were frequent low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.